Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the rv pacing thresholds were elevated. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the patient was brought to their clinic and lead testing was performed. The rv pacing was programmed off, and tachycardia therapy remained on. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service for tachycardia therapy.

Event description:
Additional information was received which noted that no troubleshooting had been done, and there were no actions or interventions planned or performed. No adverse patient effects were reported. The lead remains in service.